Manufacturer narrative:
An event regarding appearance issue involving a metal head. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirms the event as a brown tint/discoloration and some spotting was observed on its bearing surface. Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the investigation concluded the appearance of the femoral head did not meet visual requirements specified by ims0160 version 10.

Event description:
It was reported that during a left total hip surgery, when they opened the packaging of the head, it was noticed that the head was discolored (brown in color). No damage to outer box/ packaging or inner packaging was noted. A ceramic head was in stock and used to complete the case. There was a 10 minute delay in the surgery as a result of this.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a left total hip surgery, when they opened the packaging of the head, it was noticed that the head was discolored (brown in color). No damage to outer box/ packaging or inner packaging was noted. A ceramic head was in stock and used to complete the case. There was a 10 minute delay in the surgery as a result of this.